Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: the last basal delivery was on (B)(6) 2014 @ 7:47pm and the reported event date of (B)(6) 2013 is overwritten. The total daily dose adds up and equals the basal target. No activity outside of normal use is observed. The pump reflected 24u after a 24hr on 1u/hr duration test. The product delivers within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient gave extra insulin).

Event description:
The reporter contacted animas on (B)(6) 2013 regarding a cartridge change, the reporter reported that the patient was having a low blood glucose (bg) level, which is why they are having an issue loading the pump. The reporter stated that the patient¿s bg was 50 mg/dl with diaphoresis and some confusion. The patient was treated with glucose tabs and bg was then at 44 mg/dl. The patient was treated with 1 cup milk and 2 glucose tablets and granola bar. The patient commented that the did not bolus , and the history bolus shows 73, zero bolus attempts at 431 am - 428 am. The reporter stated the patient gave a bolus at 430 am and said this was routine. Customer support (cs) advised the reporter to check bolus records. Cs asked reporter what the bg was at 430 am and the records showed 410 am it was 50 mg/dl, 542 am it was 44 mg/dl, and 558 am it was 50 mg/dl. Cs advised to call ambulance and patient refused ems. The reporter stated that they will be fine and wanted to get off the phone. Cs attributed event solely to diabetes management. This report is being made due to hypoglycemic event the patient experienced due to taking extra insulin.